Event description:
Implant didn't achieve osseointegration, primary stability was achieved, implant was completely covered with bone, thread tap used, peri-implantitis, inflammation ((B)(6) are same patient).